Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: 1. Was there any change in the patient¿s post-operative care due to the prolonged procedure? No. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent an outpatient treatment of an epigastric hernia on an unknown date in 2024 and mesh was used. The mesh came loose from the positioning ring when inserted and tightened and had to be replaced with a new device. The surgery was delayed by 15 minutes. The mesh was easily removed and another like device was used to successfully complete the procedure. There were no adverse patient consequences. Additional information was reported.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: the product was returned to ethicon for evaluation. The returned product revealed that it was received one mesh in use condition that pertained to product code pvpm. Upon visual inspection, it was observed that body fluids and one of the straps was found detached from the mesh. Additionally, the mesh has begun with the degradation process and the detached strap was not returned for evaluation. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Per the condition of the returned sample, no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: during insertion, be certain to avoid kinking the patch. Once the mesh patch has been inserted through the defect, manipulate the straps carefully to facilitate the proper positioning of the patch. Pulling carefully on the suture loop allows the mesh patch to flatten itself against the abdominal wall. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.